Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, method codes - additional.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output and a hypoglycemic event on (B)(6) 2016. The patient was at the hairdresser and passed out. Patient's hairdresser called 911. The ambulance came and the patient was put on an IV of d50 (glucose). Patient had a fingerstick taken and it read 34mg/dl. Patient did not go to the hospital. Patient stated that at the time of the event, the receiver only vibrated. Patient stated the receiver was on the vibrate setting, although she did not switch it to vibrate. Additionally, the patient tested the receiver's alerts and they worked. No additional event or patient information was provided. Product data was reviewed on (B)(4) 2016. The reported event of intermittent audio output was not confirmed. A root cause could not be determined.